Event description:
It was reported that the ventricular lead exhibited high impedance in the bipolar configuration. At implant, impedance was 550 ohms and it subsequenlty increased to 940 ohms, then to 1016 ohms and 1296 ohms. Capture thresholds were 1.8 v, 1.0 ms. Sensing could not be assessed. The patient be evaluated at next follow-up.

Manufacturer narrative:
No medwatch form was received.